Manufacturer narrative:
(B)(4). The date of the onset was unknown however it was reported that it occurred in (B)(6) 2014. The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. Prior to the peritonitis event, the patient was hospitalized for another indication. While in the rehab facility, the patient developed peritonitis. The patient was then readmitted to the hospital for the peritonitis. The pd catheter was removed and the patient was placed on hemodialysis. Treatment for the peritonitis event was unknown. At the time of this report, the patient was recovered from the peritonitis event and has been discharged from the hospital. In the same month as the receipt of this report, the patient returned to pd therapy. Additional information was not available. This is report 1 of 4 involved in this peritonitis event.